Manufacturer narrative:
The device was received with the reservoir tube lip partially broken off. However, the reservoir does stay locked in. The device was received with operating currents within specification. The device passed self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device was received with corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that the customer was hospitalized due to high blood glucose with blood glucose of 721 mg/dl, the customer current blood glucose was almost 800 mg/dl. The customer was hospitalized on (B)(6) 2018 between 3 and 5pm. When released then sugar came down as 119 mg/dl -125 mg/dl. The customer had a cold. The customer was treated with insulin pump. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.